Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved by disabling the guide tool change (gtc) and then reseating the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the 30-degree endoscope rotated 180-degrees when it was installed on universal surgical manipulator (usm) arm. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to disable the guide tool change (gtc) function and reinsert the endoscope, which resolved the issue. The procedure was completing as planned with no reported injury.